Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020 a patient in (B)(6) underwent a procedure for the replacement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021 it was reported during a home visit a stoma granuloma was noted. Good cleaning of the area and use of silver nitrate was recommended. After contacting the gastroenterologist, treatment with oral antibiotic ceclor 500mg (1x3) was prescribed. Tubes need to be replaced due to age.